Event description:
The customer reported that the ventilator's main pcb board needed to be replaced. The customer reported the ventilator was not in use on a patient therefore, there was no patient involvement or harm. Upon evaluation, the manufacturer's service technician reported finding the remote alarm jack connector was broken off of the main pcb board. Damage of the remote alarm may result in a failure to alert the user upon ventilator alarm activation. The service technician replaced the main pcb board to complete the repair. Applicable final testing was completed and tests passed per operating specifications.